Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not felt stimulation from her ipg in approximately 2 months. It was also reported the patient forgot to recharge the device. As such, the sjm representative met with the patient and confirmed the ipg is inoperable. Subsequently, the patient may undergo surgical intervention to address the issue.